Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed non-physiological noise resulting in an inappropriate shock. Technical services (ts) noted that the noise is suggestive of mechanical noise from lead damage or device-to-lead connection issue. Ts recommended further troubleshooting and recommended reprogramming to the secondary sensing vector. The recommended troubleshooting and reprogramming was performed. The device and electrode remain implanted and in service.